Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged filters are turning black, particles in tubing or chamber and development of headache, difficulty in breathing at night or shortness of breath. There was no report of patient permanent or serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged filters are turning black, particles in tubing or chamber and development of headache, difficulty in breathing at night or shortness of breath. There was no report of patient permanent or serious harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of a dark contaminant on the sd card flip door, the top enclosure, rear panel, in the iso port of the rear panel, and on the display panel of the front panel. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of contaminant to the top enclosure, front panel, rear panel, inside the outlet port of the rear panel, on the o-ring of the rear panel, on the bottom enclosure, on the blower box, in the outlet port of the blower box, on the blower cap, the blower seal, and inside the blower. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer powered up the device and confirm airflow. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of a dark, unknown contaminant on the back panel, in the iso port of the flip lid, and on the flip lid/bottom enclosure hinges. The manufacturer also found evidence of a pink-like colored and a dark unknown contaminant on the water tank, an unknown dark contaminant and an unknown dust contaminant on the flip lid seal, an unknown dark contaminant and a hair-like foreign material on flip lid, an unknown dark contaminant was present on the heater plate wire guard, the water tank lift tray, bottom enclosure, dry box seal and dry box, hair-like particles were present on the dry box seal and bottom enclosure, an unknown dust contaminant and an unknown orange colored contaminant on the bottom enclosure, an unknown dark contaminant at the bottom cover, an unknown dust contaminant on the heater plate. The device's downloaded event log was reviewed by the manufacturer and found 2 instances of e-53. The manufacturer concludes there was evidence of multiple contamination from the device as well as in the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3 and h6 has been updated in this report.